Event description:
Boston scientific crm received information that the patient experienced a fall and was brought to the hospital. Upon evaluation, right ventricular lead loss of capture was discovered along with increased rv threshold measurements. The rv lead was found dislodged and the device outputs were increased to ensure capture. The lead will continue to be monitored at this time. Other than the fall, no adverse patient effects were reported. It was later confirmed that this lead was explanted. The implant and event date were not provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During further analysis, cuttings in the insulation and deformations of the outer coil were noted. In addition, abrasion marks were detected on the insulation surface in the distal part of the lead which was most likely caused by interaction with another implanted lead. The analysis did not reveal any sign of a material or manufacturing problem.